Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female patient with a history of aaa, cardiac infarct, hypertension, and copd, underwent aaa repair on (B)(6) 2014. The patient's anatomy was suitable for endovascular repair. At the time the physician deployed the contralateral limb of the main body, continuous blood leakage from the hemostatic valve started. He continued placing the stent grafts (a total of one zenith flex main body, two zenith iliac leg grafts each side, and a zenith main body extension) and completed the procedure. The patient did not experience any adverse effects due to this occurrence.